Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: cancer. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female who underwent breast augmentation revision with a mentor smooth round moderate profile 425cc saline prosthesis experienced right sided breast cancer and deflation post procedure. Lumpectomy and needle localization were being performed due to the cancer and the saline implant punctured and deflated. As a result, the implant was replaced with mentor saline on (B)(6) 2014.

Manufacturer narrative:
On (B)(6) 2020 mentor became aware that the patient code for injury was erroneously omitted from the initial report submitted on march 11, 2020. A manufacturing record evaluation (mre) was performed for the finished device number 5541963, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).